Event description:
It was reported that review of a remote monitoring transmission indicated that the right ventricular (rv) lead threshold trend has been rising since implant and the threshold was increased by capture management to a high threshold. A warning was triggered for pacing impedance two days post implant. The rv lead remains in use. No patient complications have been reported as a result of this event.